Event description:
Additional information was received indicating that the increase was above the patient's baseline, however it was not believed to be related to vns. At that time no additional interventions were taken, and there were no known changes in medications or programmed settings that preceded the increase.

Event description:
It was reported through clinic notes received on 03/09/2012 that the patient had recent "flurries of seizures" prior to an appointment on (B)(6) 2007. The physician increased the patient's medications. The generator was interrogated and said to be functioning properly with normal diagnostic results. In the next clinic notes dated (B)(6) 2008, it was reported that the patient is doing the best he has ever done. Attempts for additional information regarding this increase in seizures in 2007 have been unsuccessful to date.